Event description:
It was reported that the patient experienced an allergic reaction to the electrodes. The patient is not sure if the electrodes or covers patches. The skin is itchy and developed a rash. No swelling. The patient changes and rotates the electrodes and cover patches every day. The area is clean with soap and water. The patient does not have a sensitive skin. The patient is allergic to opiates, penicillin, sulfa, shell fish, nuts, mushroom and cinnamon. The patient has seasonal allergies. No new product. The patient takes losartan for blood pressure. The patient contacted the neurologist not the surgeon. The neurologist told her to apply benadryl cream over the counter. It was reported that no further information is available. No additional patient consequences have been reported. 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical products: medical product: pedicle screws. Medical product: bone morphogenetic protein or bmp. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction to the electrodes. The patient is not sure if the electrodes or covers patches. The skin is itchy and developed a rash. No swelling. The patient changes and rotates the electrodes and cover patches every day. The area is clean with soap and water. The patient does not have a sensitive skin. The patient is allergic to opiates, penicillin, sulfa, shell fish, nuts, mushroom and cinnamon. The patient has seasonal allergies. No new product. The patient takes losartan for blood pressure. The patient contacted the neurologist not the surgeon. The neurologist told her to apply benadryl cream over the counter. It was reported that no further information is available.